Event description:
It was reported that during a da vinci low anterior sigmoid colectomy procedure, the blade would not retract on the endowrist one vessel sealer instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument blade dislodged and exposed approximately .145 between grips. The blade and the blade edges have bio debris. Neither blade cable nor the blade was bent. Instrument was not placed on an in house system due to dislodged snake wrist. Failure analysis investigation also found the following unreported damage: the snake wrist was dislodged towards the snake wrist and main tube interface. The cables did not appear to be damaged. Failure analysis concluded that the damage was likely due to mishandling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the dislodged snake wrist found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.